Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. The cycler has not alarmed. When he opened the cassette door there was fluid inside. The set is being made available for eval. During f/u, her pd nurse reported that her effluent was clear. He did not have sign of infection. He was not prescribed any antibiotic. No adverse event reported at this time.